Event description:
This case was initially received via regulatory authority (B)(6) on 12-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("painful abdomen") and burnout syndrome ("burn-out (18 months of sick leave)") in a (B)(6) female patient who had essure (batch no. 704971) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 23 days after insertion of essure, the patient experienced abdominal pain (seriousness criterion medically significant), burnout syndrome (seriousness criterion disability), abdominal distension ("swollen abdomen"), pain ("chronic pain episodes"), fatigue ("chronic fatigue"), menorrhagia ("long menstrual periods"), ovarian cyst ("ovarian cysts"), polyp ("micro polyps"), migraine ("migraines"), cervicobrachial syndrome ("cervicobrachial neuralgia"), arthralgia ("joint pain episodes"), visual impairment ("vision decrease"), dizziness ("dizziness"), hypotension ("very low blood pressure") and fibromyalgia ("fibromyalgia"). At the time of the report, the abdominal pain, burnout syndrome, abdominal distension, pain, fatigue, menorrhagia, ovarian cyst, polyp, migraine, cervicobrachial syndrome, arthralgia, visual impairment, dizziness, hypotension and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, burnout syndrome, cervicobrachial syndrome, dizziness, fatigue, fibromyalgia, hypotension, menorrhagia, migraine, ovarian cyst, pain, polyp and visual impairment with essure. The reporter commented: patient's current conditions: sport activities were stopped, request in process to be identified as disabled worker. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 27-sep-2017 for the following meddra pts: abdominal pain: n° 1.287 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.